Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: date of concomitant therapy is (B)(6) 2021. H6: part: 04.005.526s, lot: 7l87901, release to warehouse date: february 18, 2021, expiration date: february 01, 2031, supplier: (B)(4). Non-sterile, part: 04.005.526, lot: 87p7698. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent the implant surgery for the trochanteric femur fracture. After the surgery, on an unknown date, the patient has osteomyelitis. On (B)(6), the patient underwent the revision surgery due to the infection removing the tfna implants and injecting the cement. The surgery was completed successfully without any surgical delay. No further information is available. This complaint involves four (4) devices. This report is for one (1) 5.0mm ti locking screw w/t25 stardrive 36mm f/im nail-ster. This is report 3 of 4 for (B)(4).